Event description:
Info rec'd indicates, the head section will not go up.

Manufacturer narrative:
The technician found contamination in the hydraulic fluid which prevented the valve from opening. The technician replaced the solenoid valve to repair the bed.